Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "a long-term dialysis catheter was used intraoperatively to establish access for blood purification therapy. During the procedure the outer layer of the peel-away sheath tore, and the sheath could not be inserted. There was no reported patient harm or consequence."